Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One power cord, 110v was received for product evaluation. A visual inspection was performed of the suspect power cord and there is a hole in it and the internal wires are exposed. There is damage to the internal green wire that appears to have been cut. The black and yellow wires appear to have been shorted by the instrument that cut through the cable as the insulation is melted. The issue is consistent with customer induced damage. The device service history record review could not be completed as the lot number is not available off the cable and is unknown. There will be no further actions taken at this time. A complaint of smoke could result in a fire. In this instance, there was no harm to the patient or user. The damage to the power cord was confirmed by evaluation. This is not a systemic or design related issue. There is no indication that a manufacturing defect contributed to the failure. The root cause is consistent with customer induced damage. It should be noted that in the vigilance ii operator's manual it states: to avoid injury or damage to equipment, ensure that the vigilance ii monitor is securely mounted, and that all cords and accessory cables are appropriately arranged to minimize risk of user or patient entanglement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that there was visible smoke from the power cord, 110v during patient monitoring. The power cord was being used with a vigilance ii monitor. The clinicians stated that the power cord may have been ¿cut¿, or was twisted, pinched or broke apart during use. The result is that the internal wires were showing. There was smoke observed, but no flames. They removed the equipment from the room. There was no patient or hospital personnel harm or injury. The patient demographic information will not be released.